Event description:
It was reported that the patients implantable pulse generator (ipg) was eroding out of the pocket. The patient underwent an ipg explant procedure. The explanted device will not be returned as it was discarded by the facility. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was eroding out of the pocket. The patient underwent an ipg explant procedure. The explanted device will not be returned as it was discarded by the facility.